Event description:
On 6/29/96, four days following the failure to retrieve recorded data from a device, the pt in question passed away. This death was reported by dr on 7/2/96. On 7/3/96, the dr informed the sleep product mgr that device did not contribute to the pt's death.